Event description:
It was reported that stent damage occurred. Vascular acess was obtained via the right artery. The 80% stenosed, 3.0x20mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed with a 3.0x15mm balloon catheter. A 20 x 3.00mm rebel bms stent was advanced for treatment; however, the device was unable to cross the lesion. It was noted that the tip of the stent was deformed after being withdrawn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.